Manufacturer narrative:
The device was discarded by the user facility. Based on the information provided there is no evidence of a device malfunction. The cause of the reported device cannot be determined. However, the vascular closure system (vascade vcs) instructions for use models (700-500dx and 700-580i5f and 6/7f0) states" pseudoaneurysm is a known complications that may occur and may be related to the endovascular procedure or the vascular closure.".

Event description:
The patient underwent an interventional arterial atherectomy procedure, during which the vascade 6/7f vascular closure device was used. Ultrasound guidance confirmed proper disc placement against the arteriotomy site prior to collagen deployment. Following closure, the patient reported pain at the access site, and a pseudoaneurysm was identified in the groin. The pseudoaneurysm was treated with a thrombin injection, which the patient tolerated well.